Manufacturer narrative:
(B)(4). Foreign material present in device. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coil placement treatment procedure, a foreign object was found inside the device. The renegade hi-flo micro-catheter was flushed prior to use and advanced to the intended location. The physician inserted a coil and attempted twice to advance it past the hub without success. Next, a micro-wire was advanced towards the hub of the micro-catheter and a blockage was noted. The physician removed the renegade from the patient and a micro-wire was inserted in the "opposite end" of the catheter. As the micro-wire was advanced, a small clear plastic item was pushed out of the device. Another renegade was used to complete the procedure. No patient complications were reported and the patient's status was good.